Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a stomach tube formation procedure, the jaw could not be opened after the third firing. The manual release lever was used, but the jaw did not open. Finally, the jaw was opened by the forceps and the device was removed. The sales rep commented that the doctor did not seem to push the release button after the manual release lever was used. Another device was used to complete the procedure. There were no adverse consequences for the pt.